Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. In addition to the cloudy image due to moisture intrusion because of watertight break, the additional findings are as follows: the video connector was dented, the charge-coupled device had water coverage and the unique device identifier was not readable. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the hd 3cmos camera head, switch button one (1) had a hole. There was no patient harm associated with the event. The device was returned and evaluated, and the image was found to be cloudy due to moisture intrusion because of a watertight break. There was no patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found that the charged coupled device (ccd) was flooded and image fogging occurred due to water invasion due to the breakage of the switch. The cause of the water invasion of the ccd could not be identified. As to the camera head damage, the contents of the instruction manual about water invasion was checked and it was found that the phenomenon may have been prevented by following the description of the instruction manual which states: "do not hit or drop this product. Water leakage may destroy the electrical circuit inside the product." Olympus will continue to monitor field performance for this device.